Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history record of batch number 74k2102045 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the endotracheal tube holder assy causes pressure ulcers on the patient's lips, palate, and tongue.